Event description:
It was reported that the ventilator while it was connected to a patient, stopped operating and generated two technical error codes, one indicating disabled valves and the other a communication error. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the control printed circuit board (pcb) is completed. The evaluation of the received device logs confirms a single occurrence of the reported technical errors and a stop of ventilation on the date of event. During laboratory tests with the returned control pcb installed in a reference ventilator, performed pre-use checks succeeded and simulated use test ventilation ran without any issues. Visual inspection of the control pcb did not reveal any defects. If the underlying condition appears during ventilation, ventilation will stop and the user will be notified by a generated high priority alarm and the corresponding technical error code. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue was confirmed in the received device logs, but could not be reproduced during the investigation. The cause of the reported failure has not been established.

Event description:
(B)(4).